Manufacturer narrative:
A2 - age at time of event: 79 years old at the time of consent. E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2023, the patient was enrolled in a clinical study. Three 6x120, 130 cm eluvia drug-eluting vascular stent systems and one 6x60, 130 cm eluvia drug-eluting vascular stent system were successfully implanted. On (B)(6) 2026, closure of the right superficial femoral artery was noted. The patient was hospitalized and percutaneous femoral artery stent implantation and percutaneous removal of peripheral vascular atherosclerotic plaques were performed. On (B)(6) 2026, the event was considered resolved and patient was discharged.